Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to interrogate due to a faulty radiofrequency head port. The programmer failed during the incoming inspection due to link electronic module (lem), issues. It was also determined at analysis that the log files could not be retrieved as the power supply was defective. The stylus and keyboard were missing. The lower bullets and the cordbay latch was broken. The left and right-side rails were broken, and the keyboard hinge was missing. The paper tray was nearly empty, and the media door latch was broken. The upper and lower handle and the upper bus pin was broken. The cooling fan was noisy, errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate due to a faulty radiofrequency head port. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.